Manufacturer narrative:
Additional information was received on 13oct2017 with the following: on (B)(6) 2017, a male patient, (unknown age), was positioned before the procedure from supine to prone. No stereotaxy device was used. The mayfield clamp (lot number 022938) was applied. The patient was having a posterior cervical performed and during the procedure the skull clamp came loose and caused a skull laceration. Staples were applied to the laceration. The length of time the product was in use before the event occurred was 30-45 minutes. A surgical delay was reported as ¿no, just attention needed to staple the laceration caused by the slip¿. Investigation completed 10/16/2017. With respect to the returned unit it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure, the unit would not have slipped. General maintenance and cleaning required. Device history record reviewed for serial number (B)(4) work order / (B)(4) lot/ 171 manufactured on 3/23/2017 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. No service history is on file for this device. No manufacturing or design related trend has been identified. Complaint is not confirmed. Root cause analysis is undetermined at this time.

Event description:
A resident stated that a patient slipped during a posterior cervical procedure due to the torque knob losing tension, causing a 3-cm laceration to the patient. There was no revision or medical intervention required. A delay in surgery due to product problem was reported (unspecified time). Request for additional information has been sent.